Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was re-installed and calibrated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.